Manufacturer narrative:
No unresponsive buttons were noted. All buttons functioned properly. No moisture damage or corroded keypad traces were noted. The connector at the lcd board was found locked. The pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window, and a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the act and b buttons had a delayed response. The customer stated they were unable to access the status menu as a result. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.